Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit revealed that the port cap was cut off the inspiratory elbow. Conclusion: we are unable to determine the cause of the reported event. All rt380 adult dual heated evaqua2 breathing circuit are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor in japan reported on behalf of a heathcare facility via a fisher & paykel healthcare (f&p) field representative, that the port cap of a rt380 adult dual heated evaqua2 breathing circuit was broken off and gas leaking was identified. There was no patient involvement.

Event description:
A distributor in japan reported on behalf of a heathcare facility via a fisher & paykel healthcare (f&p) field representative, that the port cap of a rt380 adult dual heated evaqua2 breathing circuit was broken off and gas leaking was identified. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.